Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the programmer overheating but a multiple sensor failure was found. It was noted that the power supply inside the fan ran slower than normal. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating and required cool down time between patients. The programmer was returned for service. There was no patient involvement